Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a tka had been performed on (B)(6) 2018. The patient experienced instability and wear on the knee. A revision surgery was performed on (B)(6) 2024, in which one (1) gii ps hi flex isrt sz 7-8 13 and one (1) gns ii resurf pat 35mm were explanted. Patient's current health status is unknown.

Manufacturer narrative:
D10 has been updated.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. For the insert, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the patella, device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, patient condition and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed health effect - clinical code and medical device problem code.